Manufacturer narrative:
Correction: manufacturer report 2135147-2020-00280, should not have been reported as a medical device report (MDR) as the event is not reportable on this device. The tip of the delivery system was damaged due to the multiple attempts of recapturing the detached amulet device. There was no allegation of device malfunction and no adverse patient consequences due to the delivery system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 25mm amulet occluder was selected to be implanted. When the device was deployed in the left atrial appendage, the delivery cable detached from the device, with the disc still stretched inside the delivery catheter. The physician, after a few attempts, was able to recapture the device. Upon removal, the tip of the delivery catheter appeared damaged. A new delivery system was used to successfully deploy another 25mm amulet device. The patient did not suffer any adverse consequences.